Manufacturer narrative:
(B)(4). Batch number: p57x9f. Investigation summary: the analysis results showed that one ecr60b reload was received unfired, with the pan partially detached from the cartridge. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during bariatric surgery,once the product was opened, the gray plate on the side of the recharge was displaced.